Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesions were located in the mid right coronary artery (rca) and were treated with two passes of the oad on low speed. Following the second pass, imaging was performed and the proximal portion of the vessel was noted to appear enlarged. An additional pass was performed on low speed and the oad was removed. A balloon was advanced to the lesion and inflated. Following the inflation, a perforation was noted in the area of atherectomy treatment. The balloon was inflated again in an attempt to seal the perforation, however a larger perforation resulted. The lesion was re-wired and four coated stents were placed in the proximal and mid rca to resolve the perforation. The patient remained stable during and following the procedure.